Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection between the heater line of a homechoice cassette and a solution bag was reported and is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. The patient was connected at the time of the alarm. The homechoice cassette heater line came loose from the heater bag. The renal therapy service agent had the caller close clamps and cycle the power on the homechoice to clear the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.